Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to anterior and lateral tilt laterally at the superior end of the filter and embedment in the inferior vena cava (ivc) wall. Posterior and medial tilt at the inferior end and embedment in the ivc wall. Perforation of the ivc by all of the struts of the ivc filter, up to 5mm. Perforation by the superior tip of the filter 2mm and contact with the bowel and perforation by the medial strut of ivc wall 4mm and contact with the aorta. Perforation of the ivc wall by one lateral strut 5mm and contacts with the renal collecting system. Two lateral fractured struts and one posterior fractured strut which causes partial collapse of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The patient is deceased, but there was no information provided to relate their demise to the device.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). (B)(4). As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused anterior and lateral tilt laterally at the superior end of the filter and embedment in the inferior vena cava (ivc) wall. Posterior and medial tilt at the inferior end and embedment in the ivc wall. Perforation of the ivc by all of the struts of the ivc filter, up to 5mm, two lateral fractured struts and one posterior fractured strut which causes partial collapse of the ivc filter. It was noted that the patient is deceased, however a cause of death nor a relationship to the device was provided, additionally the indication for the filter placement, procedural/implant details and patient medical history have not been provided. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Trapease ivc filters are indicated for permanent placement. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation may impact adjacent organs. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Filter collapse due to a fractured strut was also reported, without films available for review the reported events could not be confirmed or further clarified. It was noted in the information provided that the patient is deceased, with the limited information provided and no cause of death reported a clinical determination or relationship to the filter could not be made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.